Event description:
Additional information received indicated the lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.